Event description:
It was reported that the system was not producing images when x-ray button depressed. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb was evaluated and replaced. A completed generator calibration was performed. The system was tested and found to be working as intended and returned to service.